Manufacturer narrative:
Exemption number e2019001 -permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to the challenging anatomical conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a target controlled infusion (tci) with impella interventional procedure. Reportedly, the suture of the first proglide device was successfully pre-placed. Resistance with calcification was noted during positioning of the second proglide device and no suture was present when the plunger was removed. The suture of a third proglide device was successfully pre-placed. The sheath was upsized to a 14f and the tci with impella procedure was completed. Hemostasis was achieved with the first and third pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.